Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. No additional tests were performed as part of this complaint investigation. A device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during sacrospinous fixation, the suture was torn while pushing the handle of the capio and the needle in the tip of the suture was cut out. This event happened four times and four sutures were torn. Finally, she used another capio slim to solve the problem.